Event description:
The customer reported that they were unable to view fluoroscopic image because the system displayed a blank image. This issue will cause the system to be unusable due to the inability to see the live image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The monitor fuse was evaluated and replaced. The system was tested and found to be working as intended and returned to service.